Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the heat shrink tube is melted at the open end. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of" fiber cap detachment" could not be confirmed; a cap melted was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 49,964 joules while using the surgical fiber during a prostate procedure, the fiber tip was damaged and wasn't vaporizing tissue well. Time expended: 15 minutes. The procedure was completed using and alternate procedure (turp). There was no patient injury reported.